Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged cosmetic damage/cracked display on 23-oct-2025. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratches on lcd window, minor scratched case, cracked retainer and cracked keypad overlay noted. In summary, the customer alleged a cracked display window not confirmed. Cracked keypad overlay noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracks on the pump display, which were attributed to the pump being bumped and resulting in cosmetic damage without impact to pump functionality. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and it included cosmetic damage troubleshooting, instructed the customer to disconnect from the pump and revert to a backup plan per healthcare provider instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer's response was that the device was returned for analysis.